Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer inadvertently delivered two 4 unit boluses instead of one 4 unit bolus. Customer did not know why or how she delivered the additional bolus. Review of pump history by tanden technical support confirmed delivery of two boluses. Customer's blood glucose (bg) level was 94 mg/dl. Customer stated that another dinner would be consumed to raise bg level. No additional assistance or treatment was required. Pump system check performed with tandem technical support showed no anomalies. Customer declined any further follow up.